Event description:
It was reported that intermittent minimum fill notifications occurred after the user filled the cartridges with 150 units of insulin during the load sequence. Reportedly, the customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.